Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, an oily substance was found on the inner portion of the catheter prior to use. Additional information received 30nov2018. Further event clarification was provided. The operator checked the device and the issue was discovered prior to use during the preparation stage. The ivf procedure was completed by changing to another device of the same type. There were no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. Visual inspection of the returned products was conducted. A review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data has also been performed. Four devices were returned for investigation with the associated rpn k-jets-7019 and lot number 8993737. A visual examination noted a translucent foreign matter inside the catheter tubing of the returned devices. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed this complaint to be the only one associated with complaint lot number 8993737. Testing of earlier complaints with this same failure mode shows that the clear substance inside the transfer catheter is likely to be a manufacturing fluid used to assist in the tipping process. Mouse embryo assay (mea) testing has shown that the presence of this manufacturing fluid did not impede in the growth of the 1-cell mouse embryo development to the blastocyst stage. In the quantities, likely to be seen in the transfer catheter, this lubricant is considered safe. The cause for this specific failure mode is a manufacturing issue. Based on the information available the cause of this issue is manufacturing related. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new information received since the last report was submitted.